Event description:
It was reported that an unspecific cartridge alarm occurred. There was no reported impact to the customer¿s blood glucose level. No additional information regarding the issue was provided. Reportedly customer continued to use the pump for insulin therapy.